Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise and reduced intrinsic complexes. The patient had received a congestive heart failure pulse generator, and this subcutaneous implantable defibrillator system (sicd) was oversensing while the heart failure device was providing therapy. At the end of the heart failure device implant, they did not optimize the sicd sensing or store a new reference sensing template. Technical services advised some testing options. The local representative will work with the clinic to address the sensing. There were no additional adverse patient effects. The system remains implanted.